Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with her carelink and had high blood glucose. She said that she was looking at her carelink report and that a bolus event had been overridden. The customer was assisted by transferring her over to a carelink professional. She said that she had blood glucose of 283 mg/dl, 238 mg/dl and 413 mg/dl. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returning for analysis.